Manufacturer narrative:
The insulin pump had alarmed compromised force sensor system during prime test due to moisture damage force sensor resistor. The device was had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor resistor. The customer's blood glucose was 340 mg/dl, treated with manual injection. The insulin was squirting out during manual prime. Troubleshooting was performed. The device wasn't dropped or bumped prior to the alarm occurring. The drive support cap was reported normal and didn't recall if he pressed it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.